Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter. The patient also reported that she was pregnant. The device is not indicated for use during pregnancy. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.